Manufacturer narrative:
Event date: exact date unknown, event occurred over three weeks prior from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg with longer periods of time and was charging more often due to the ipg being tilted. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.